Manufacturer narrative:
Correction: annex b: b17 annex c: c20 annex d: d15 additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer? Annex a: a1301 annex b: b01 annex c: c0601 annex d: d01. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device keypad unit affected by product recall. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the device keypad unit affected by product recall. There was no patient involvement.